Event description:
It was reported the patient's stimulation was turning off by itself. The patient had a follow-up appointment with their clinician who turned the implantable neurostimulator (ins) on but before the patient left the building the ins turned off. It was unknown if the patient used their "controller." The clinician confirmed the ins was off. On (B)(6) 2012, it was reported the manufacturer representative had not met with the patient yet to check their device but planned to. The patient had a scheduled appointment with their clinician for (B)(6) 2012. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v867752, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).